Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
This procedure was performed in (B)(6): there was a deployment issue during delivery of the paramount mini stent. It became stuck at the ostium and could not be advanced further to correct the position for deployment. Upon trying to withdraw the paramount mini stent it came off of the balloon.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the paramount mini gps balloon-expandable peripheral stent system was received for evaluation without any ancillary devices or cine images from the procedure. The catheter was returned loose within a pouch. The initial report stated that the stent came off the balloon when the device was being withdrawn. The balloon chamber is in a pre-inflation profile: tightly wrapped or winged. Witness marks of the stent being crimped to balloon were observed at the proximal and distal end of the balloon chamber.